Event description:
Optical module, model om2, (B) (4) was reported as having the svo2 incorrect, drifting. No patient injury was reported.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings to those reported were found in meter memory. This is a final report.

Event description:
An adc customer reported receiving imprecise meter readings of 279mg/dl, 388 mg/dl, 65mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. The customer stated at the time of these readings, they experienced sweating and disorientation and self-treated with food to help alleviate their symptoms. There was no report of death, serious injury or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product has been requested back for investigation and a supplemental report will be sent once investigation results are completed. Note: the device manufacture date for the serial number of the reported meter is not known.